Event description:
It was reported that the ilet issued an urgent low soon alert and displayed a glucose value of 61 mg/dl while a concurrent fingerstick measured 78 mg/dl; the user stated they felt fine, planned to confirm with a glucometer, and intended to treat with oral glucose tablets as needed. Symptoms included asymptomatic hypoglycemia risk with device-indicated low glucose. Outcomes included self-management with oral carbohydrate and no escalation of care. Investigation included technical support troubleshooting and user education on hypoglycemia recognition and prompt treatment. Investigation of this case revealed no device malfunction reported and glucose values consistent with a falling trend leading to hypoglycemia risk. It was concluded that hypoglycemia occurred with cause unclear and that the user was counseled to treat per standard guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.